Event description:
Event: (cc# 97-01468) after iabp for 20 hours, blood was noted in the helium line. On 1/19/1998, the following was reported to datascope: fresh blood was seen in the tubing approximately 20 hours post insertion. A leak was suspected in the balloon at the catheter/membrane junction and it was not due to calcification of the aorta. [Event complications]: unknown - reported 12/5/1997; none - reported 1/19/1998. [Pt's current status]: unknown - rpt'd 12/5/1997.